Manufacturer narrative:
Conclusion: the report event of high impedance was confirmed. As received, visual inspection showed the returned lead (b) found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Related manufacturer report number: 3006705815-2023-03968. It was reported that the patient was experiencing ineffective stimulation due to high impedances. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.